Event description:
It was reported that the customer encountered a cgm error with code 42. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support to reset their pump, and after the reset, the cgm error did not appear again, allowing them to successfully start their sensor session.